Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that their pump was emitting a screech or scraping sound at random. The reporter stated that the last occurrence of this noise was during a bolus delivery. There were no alarms in the pump history and the sound settings were correct according to the reporter. The reporter delivered a 0.0 unit bolus as a part of the troubleshooting process with no issues. The pump¿s vibratory function was normal and the alleged sound wasn¿t duplicated during the call. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was exercised for 24 hours with no alarms. There were no alarms related to the complaint in the pump history. The pump was paired with test meter and a 10 unit bolus was delivered from the test meter to the pump. None of the alleged sounds were duplicated during testing. A 10 unit normal and a 10 unit audio bolus were successfully preformed with none of the alleged sounds duplicated.